Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse reported the following: the system was leaking from a broken tailpiece at the main pump/basin connection. Also the air valve was leaking, causing fluid to come out of the check valve. The fse replaced the tailpiece, tubing and the air valve. The fse replaced the main valve due to excessive water in the drain. The fse checked the system for leaks, and the customer ran a cycle. Conclusion code: other - updated ad connectivity document.

Event description:
The customer alleged the unit was leaking a blue color fluid from the bottom. The customer stated that no injuries were reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.